Manufacturer narrative:
A ge service rep performed an onsite investigation. The brightness and contrast were evaluated and adjusted. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the fluoroscopic image was back effectively eliminating the ability to view a usable image. No pt serious injury or death was reported related to this event.